Event description:
The facility representative contacted baxter to report an infusor that had a leak. The event occurred before use. The leaked occurred once the device was filled with levobupivacaine. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is report 1 of 2 received with the same reported problem on the same lot number from this facility.

Event description:
The facility representative contacted the service depot on 16 february 2010 to report a colleague infusion pump with a channel c select key is worn on the pumphead module keypad. It is unknown where and when this event occurred. Device also sent in for recertification. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).